Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that inflatable penile prosthesis (ipp) device replaced due to fluid loss and device would not inflate on (B)(6) 2018. A new 18cm ipp device was implanted. It was added that the outer silicone layer of the cylinders on both sides was torn, no patient complications were reported in relation to this event.